Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain and other chronic/intact pain (trunk/limbs). It was reported that it was confirmed that the pump had flipped. There was no medical symptom that was reported. The event date was (B)(6) 2018. Additional information was received from the hcp via a representative. The patient had enough prialt through (B)(6). The hcp would request additional x ray and follow up with him prior to (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial/lot #: (B)(4), ubd: 19-may-2019, UDI#: (B)(4), product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the hcp could not refill the pump in (B)(6) 2018. X-ray showed pump flipped and moved out of position from where it was implanted. During pump revision, the healthcare provider (hcp) discovered a catheter issue in (B)(6) 2018 and corrected it. No patient symptom was reported. No further complication was reported.